Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 47-year-old female patient who had essure (batch no. B67656-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine fibroids. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and anaemia ("anemia"). The patient was treated with hysteroscopy, dilatation and curretage. Hydrothermal ablation and surgery (essure removed on (B)(6) 2018,hysterectomy with). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, dysfunctional uterine bleeding and anaemia outcome was unknown. The reporter considered anaemia, dysfunctional uterine bleeding and medical device removal to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): - on an unknown date: 1. Normal positioning of bilateral essure devices with occlusion of the bilateral fallopian tubes at the level of the cornu. 2. Examination of the uterus demonstrates a filling defect in the right horn which may be reflective of gas bubble or fibroid. There is irregular undulation of the fundus. Ifindicated, these findings may be further evaluated with ultrasound of the pelvis. Lot number (b67656) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: fup 3 and 4 processed together. Mr received - new events - dysfunctional uterine bleeding and anemia added. Concurrent condition added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 47-year-old female patient who had essure (batch no. B67656) inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 6 years after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: mr received- reporter was added. Lot number was added. Dob added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.